Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and verfied the reported complaint. Found that the monitored vte (end-tidal volume) was inaccurate. Tried calibration on exp press and flow and the calibration passed. However, the problem persisted. The leakage percentage value is also higher than normal. The circuit and exp corner were checked for leaks but there was none found. The exp flow sensor and exhalation diaphragm were replaced but there was no change. The unit needs a new exp flow pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported not adequate tidal volumes on a patient on the avea ventilator. The customer reported the patient was moved to another ventilator. At this time, there is no information regarding patient harm associated with the reported event.